Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ped prematurely detached. The catheter did not actually break/separate into two or more pieces. The ped detached in the phenom, and then the mc was removed form patient and used another.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline became stuck in the phenom microcatheter, prematurely detached, and the catheter separated/broke. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery with a max diameter of 3.5mm and a 10mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that during resheathing of the pipeline into the phenom microcatheter, there was resistance in the proximal section and the pipeline became stuck. A continuous flush had been administered with heparinized saline, and the physician released the load, but the issue was not resolved. It was reported there was no damage to the catheter, and it was also reported the catheter broke/separated at the proximal segment and the broken segments of the catheter would be returned. It was stated the proximal section of the pushwire was damaged, but it was also stated it was unknown if there was damage to the pushwire. The pipeline was prematurely detached from the pushwire. A second attempt was performed to implant another pipeline and that attempt was successful. There were no issues/harm to the patient as a result of the event. Ancillary devices include a fubuki sheath, asahi chikai guidewire, navien 5 fr.